Manufacturer narrative:
The customer reported that unit's screen was black when the unit was turned on. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted, upon completion of the investigation.

Event description:
The customer reported that unit's screen was black when the unit was turned on.